Event description:
It was reported that the attachment fixation was poor. At the time of report, there was no known impact to the patient. Additional information received that the event occurred in post-operative with no patient impact.

Manufacturer narrative:
H3: evaluation determined that reported malfunction of attachment has poor fixation was confirmed. The likely cause of failure is due to the broken tip bearing. It was also noted that there was scratches, the tube telescoping mechanism was stiff and could not extend or retract and toolburr wobbled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.